Event description:
It was reported that during a uterine ablation procedure the controller shut off with error 61-07 after 3 minutes of therapy. A second catheter was used which resulted in error code 63-06 almost immediately after pressing the start button. While attempting to re-prime the catheter it was noticed that the filter became wet which disabled the catheter from achieving a positive pressure. A third catheter was used to treat the remaining 5 minutes and was manually stopped. The customer estimates the extended surgery time to be about 60 minutes due to problems encountered. The procedure was performed under general anesthesia.